Event description:
It was during the interstitial laser coagulation, the rep reported the distal end of the first fiber broke from scrapping the cystoscope upon insertion and displayed diffuser fault. A second fiber had broken cladding after it was inserted into the cystoscope and was removed. A third then fourth fiber was inserted and black body was displayed and could not be cleared. A fifth fiber displayed diffuser fault during the first stick. A sixth fiber was used to complete the case. There was no pt consequence. One of the six fibers was reported to have a broken heat shrink tubing.